Event description:
The customer called, along with her trainer, to report that the insulin pump screen was blank. After troubleshooting, the insulin pump was beeping and the display was still blank. The reported blood glucose reading was 234 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded liquid crystal display board. No audio tone / beep anomaly was noted.